Event description:
The hcp reported that the pt experienced morphine withdrawal and temporary paralysis due to "the baclofen overdose". A follow-up report will be sent if additional information becomes available.